Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 0f 2026. During the procedure, it was found that the cutting wire on the sphincterotome was bent after the device was already inside the patient. The physician declined to change the device as the cautery worked with the tome; they were just unable to bow/bend the tome all the way. The procedure was still completed using the same original device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: the device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.